Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had air bubbles in the gel. No report of medical intervention or serious injury.

Manufacturer narrative:
Date received by manufacturer is corrected to 03/09/2017.